Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the patient kept the clamp on the patient line closed during prime. Labeling review finds the labeling adequate for the user error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp stated that she did not open the clamp on the patient line until after connecting to the machine to start the therapy . The tsr advised the hp to cycle power and advised the hp to disconnect and restart the setup with all new supplies. On (B)(6) 2011, baxter product surveillance contacted the registered nurse (rn). The rn was not aware this alarm occurred. There was no patient injury or medical intervention associated with this event. As far as the nurse was aware the hp was doing fine and continuing therapy without issues. The made no allegations were made against any of the hp's dialysis products. No further information was provided.